Manufacturer narrative:
Philips service replaced the I/o relay board and performed calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)

Event description:
It was reported to philips that the system could not cold start on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.